Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that a tibial nail with broken screws was removed.

Event description:
It was reported that a tibial nail with broken screws was removed.

Manufacturer narrative:
Please note the correction in the d9/h3 - device not returned: the reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. More information such as patient records as well as the affected device must be available to determine the root cause of the failure. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown.